Event description:
Event verbatim preferred term: bladder infection; cystitis, blood sugar went up. Pen needles were so little and did not think it went through the layers of the skin to receive dose. The doctor started on the 1 mg dose, off label use. Case description: this serious spontaneous case from the united states was reported by a consumer as "bladder infection" beginning on (B)(6) 2022, "blood sugar went up" beginning on (B)(6) 2022, "pen needles were so little and did not think it went through the layers of the skin to receive dose" with an unspecified onset date, "the doctor started on the 1 mg dose, off label dosing" beginning on (B)(6) 2022, and concerned a (B)(6) female patient who was treated with novofine plus (32g) (needle) from unknown start date for "type ii diabetes mellitus", , ozempic 1.0 mg 3.0 ml (semaglutide) from (B)(6) 2022 for "type ii diabetes mellitus". Dosage regimens: ozempic 1.0 mg 3.0 ml: (B)(6) 2022 to not reported; current condition: type ii diabetes mellitus. Concomitant products included - novolin 70/30(insulin human) suspension for injection --/--/2017 to unk. On (B)(6) 2022, the patient's was stared on 1 mg dose of ozempic by their physician. On an unknown date, the patient felt the pen needles were so little and did not think it went through the layers of the skin and had not received the dose. On (B)(6) 2022, as a result, the patient reported experiencing fatigue and no energy after which the patient checked blood sugar which was 550 mg/dl. The patient went to the emergency room (ER) at 2.30 pm where blood sugar went up to 589 mg/dl. The patient was kept for observation, received unspecified treatment, but was not admitted. On (B)(6) 2022, while in the emergency room the patient was diagnosed with a bladder infection which they felt might have had to do with the blood sugar. The patient was treated with unspecified antibiotics. The patient reported blood sugar was 172 mg/dl after leaving the emergency room. On (B)(6) 2022, the patient's blood sugar was 204 mg/dl in the morning. Batch numbers were requested. Action taken to novofine plus (32g) was not reported. Action taken to ozempic 1.0 mg 3.0 ml was not reported. The outcome for the event "bladder infection(bladder infection)" was not reported. The outcome for the event "blood sugar went up(blood sugar increased)" was recovering/resolving. The outcome for the event "pen needles were so little and did not think it went through the layers of the skin to receive dose(needle issue)" was not reported. The outcome for the event "the doctor started on the 1 mg dose(off label dosing)" was not reported. Company comment: bladder infection is assessed as unlisted; blood glucose increased is assessed as listed according to the novo nordisk current ccds in ozempic. Relevant information on product training, needle re-usage, injection technique and device storage, investigation results of the suspected device are unavailable for complete assessment. Elderly age of the patient and underlying type 1 diabetes mellitus are significant confounding factors for the development of blood glucose increased. This single case report is not considered to change the current knowledge of the safety profile of ozempic.

Event description:
Bladder infection [cystitis] blood sugar went up [blood glucose increased] pen needles were so little and did not think it went through the layers of the skin to receive dose [needle issue] the doctor started on the 1 mg dose [off label use] eye sight cloudy and lite colored [vision blurred] extreme fatigue [fatigue] case description: this serious spontaneous case from the united states was reported by a consumer as "bladder infection(bladder infection)" beginning on (B)(6) 2022, "blood sugar went up(blood sugar increased)" beginning on (B)(6) 2022, "pen needles were so little and did not think it went through the layers of the skin to receive dose(needle issue)" beginning on (B)(6) 2022, "the doctor started on the 1 mg dose(off label dosing)" beginning on (B)(6) 2022, "eye sight cloudy and lite colored(cloudy vision)" with an unspecified onset date, "extreme fatigue(fatigue extreme)" with an unspecified onset date, and concerned a 65 years old female patient who was treated with novofine plus (32g) (needle) from unknown start date for "type ii diabetes mellitus", ozempic 1.0 mg 3.0 ml (semaglutide) (therapy dates - (B)(6) /2022 to unk) from (B)(6) 2022 for "type ii diabetes mellitus", dosage regimens: novofine plus (32g): (B)(6) 2022 to (B)(6) 2022; current condition: type ii diabetes mellitus (duration not reported). It was also reported that, on an unknown date, patient experienced that ozempic effecting eye site causing things to be cloudy and lite colored. On an unknown date the patient was also having extreme fatigue. The novolin 70/30 has been helping control blood sugars. Action taken to novofine plus (32g) was reported as product discontinued due to ae.. Action taken to ozempic 1.0 mg 3.0 ml was reported as product discontinued due to ae. On (B)(6) 2022 the outcome for the event "bladder infection(bladder infection)" was recovered. On (B)(6) 2022 the outcome for the event "blood sugar went up(blood sugar increased)" was recovered. The outcome for the event "eye sight cloudy and lite colored(cloudy vision)" was not reported. The outcome for the event "extreme fatigue(fatigue extreme)" was not reported. Investigational result: noofine plus (32g), batch number : unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Ozempic, batch number : unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations. Since last submission, following information updated - imdrf codes updated - investigational result updated - narrative updated accordingly - action taken updated to product discontinued due to ae, dechallenge and rechallenge also updated accordingly. - events stop date and outcome updated for bladder infection and blood sugar went up. - event start date updated for pen needles were so little and did not think it went through the layers of the skin to receive dose. - new event eye sight cloudy and extreme fatigue added. - reporter's causality updated for the events. - needle start and stop date added in narrative. Final manufacturer's comment: 25-apr-2022: the suspected device (novofine plus (32g)) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available in spite of repeated efforts to obtain the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus 4mm (32g). Company comment: bladder infection, cloudy vision and fatigue are assessed as unlisted; blood glucose increased is assessed as listed according to the novo nordisk current ccds in ozempic. Relevant information on product training, needle re-usage, injection technique and device storage, investigation results of the suspected device are unavailable for complete assessment. Elderly age of the patient and underlying type 1 diabetes mellitus are significant confounding factors for the development of blood glucose increased. This single case report is not considered to change the current knowledge of the safety profile of ozempic. H3 continued: evaluation summary: investigational result: noofine plus (32g), batch number : unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.